Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays or vibration anomalies were noted during testing. Since the device passed self test, no device test failed was noted during testing either. Attempt to upload using thus was successful. Attempt to upload using carelink was also successful. After taking out the boards and inserting a known good electrical board 2 and a known good electrical board 1 into the test case, the sleep current measurement fell within specs. After swapping the test electrical board 2 onto a known good electrical board 1 and then into the test case, the sleep current measurement read high. Finally after swapping known good electrical board 2 onto the test electrical board 1 and then into the test case, the sleep current measurement also read high. After visual inspection, there is corrosion in/around the following: electrical board 2, terminal of the lcd flex cable. In summary, the high sleep current measurement is due to the moisture damage on both electrical board 1 and electrical board 2. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer stated insulin pump was vibrating 3 times and keeps doing it 3 times, customer took battery out then red light was blinking. Customer stated its vibrating 3 times nothing on the screen. Customer stated they went to swimming with insulin pump. Self test was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.